Event description:
Boston scientific received information that the physician was unable to loosen the right ventricular (rv) setscrew of this pacemaker during a routine device replacement. The physician decided to to cut the rv lead and implant a new lead. During the procedure to loosen the screw and mobilize the device in the pocket, the physican discovered that the right atrial (ra) lead had dislodged. Attempts to obtain additional information on the status of the ra lead is being made. The device and rv lead are no longer in service. No adverse patient effects were reported. Additional information received indicating that the ra lead was explanted and will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.